Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician upon experiencing recurring incontinence. Upon performing a cystoscopy, it was determined that the cuff component of the artificial urinary sphincter (aus) was no longer closing. A surgical procedure was performed during which the existing aus was removed and replaced with a new system. No patient complications were reported.